Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: gaia 2nd, 3rd, conquest, guide catheter: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. The additional nc trek device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion located from mid to distal right coronary artery (rca) with moderate tortuosity and moderate calcification that was 99% stenosed. Resistance was felt during advancement of the 1.5 x 12 mm mini trek rx balloon dilatation catheter (bdc) through the lesion; however, it was able to cross successfully. The balloon ruptured during the first inflation at 10 atmospheres. A replacement non-abbott bdc was used to perform the pre-dilatation. Additional dilatation was performed using another non-abbott bdc followed by a 2.50 x 15 mm nc trek rx bdc. Resistance was felt during advancement of the nc trek rx through the lesion, however, it was able to cross successfully. The balloon also ruptured during the first inflation at 18 atmospheres. A replacement non-abbott bdc was used to complete the dilatation process. The procedure was completed after a non-abbott stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.